Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited an increase in thresholds. It was also noted the lead exhibited an increase in impedance and also high impedance was identified. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.